Event description:
The graft was implanted for a thoracic aorta repair. After it was declamped, it leaked blood from its walls (quantity unknown). The dr also claims it leaked along his suture line. The bleeding was stopped by administering a coagulative agent (unknown). The graft was left in. The pt's condition is ok. Note: the catalog and batch number of this device appear to not attainable.